Event description:
It was reported, that during a da vinci-assisted malignant hysterectomy surgical procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called in and stated, the customer had been having issues with bipolar energy being low or nonexistent. The customer has changed out cords and instruments, with no change. The customer was able to swap ports. And it would work for a while and then the energy level would go low. No errors in logs. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up, and no errors observed. The procedure was robotically completed. But the force triad generator was used to complete the procedure. There is no patient injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine, the cause of this reported event. Additional information is being gathered to determine, the contribution of the device to the customer reported issue. This is considered a reportable event, due to the following conclusion: the erbe generator was abandoned after the start of the procedure; due to performance issue. The procedure was completed using a third-party generator. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and observed bipolar was not firing when activated. Fse replaced the erbe generator. Fse found that cables were last ordered in august 2022. Fse informed customer that bipolar and monopolar cables are only rated for 20 uses. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe instrument was analyzed and reported failure was confirmed. The m-0b-121/m-0b-125 errors were reproduced. The unit was placed on an in-house system a was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding bipolar energy issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Please refer h10.